Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('end piece broke off') and embedded device ('final component that which was fairly embedded into the cornua/ myometrium area of the tube') in an adult female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included pelvic pain. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy essure removal). At the time of the report, the device breakage and embedded device outcome was unknown. The reporter considered device breakage and embedded device to be related to essure (ess205). The reporter commented: essure was unable to be removed in entirety bilaterally. Most of the essure was removed however as it entered into the cornual area the end was fibrosed as expected and the end piece broke off we attempted to recover the end b however were not successful. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: mr received. Reporter information, removal date added. Event medical device removal updated to event device breakage. New event added- embedded device. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('end piece broke off') and embedded device ('final component that which was fairly embedded into the cornua/ myometrium area of the tube') in an adult female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included pelvic pain. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy essure removal). At the time of the report, the device breakage and embedded device outcome was unknown. The reporter considered device breakage and embedded device to be related to essure (ess205). The reporter commented: essure was unable to be removed in entirety bilaterally. Most of the essure was removed however as it entered into the cornual area the end was fibrosed as expected and the end piece broke off we attempted to recover the end b however were not successful. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.